Event description:
The patient reported that the patient was experiencing intermittent shocking. They experienced shocking and tingling and the inability to grab or hold anything. These symptoms were occurring in the patient's bilateral hands and fingers. The onset of these symptoms was considered sudden and the patient had experienced them on the day of the report. The patient was not sure if they had experienced any medical testing or electro-magnetic interference and there were no falls or trauma associated with this event. The patient checked their implantable neurostimulator (ins) with their programmer and the programmer showed the ins was off. It was noted that the stimulation was off at the time of the event. The patient was going to follow up with their doctor to see if the device was the cause of the shocking and symptoms. It was noted that the patient had experienced these symptoms previously and their doctor did not think the stimulator was causing it. However, they also noted that the day of the report was the first time they experienced these symptoms so it was unclear when the patient first experienced these symptoms. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.